Manufacturer narrative:
Pump received with no button response due to flattened all button dome switch. No unlocked lcd keypad connector. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime/delivery and excessive no delivery test or verify motor error alarm and motor position encoder error alarm due to buttons not responding. The motor was tested outside of the device and passed noted. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads. (B)(4).

Event description:
Customer reported via phone call to have received a motor error alarm. Customer did not report a motor position encoder error alarm. Customer's blood glucose was 232 mg/dl. During troubleshooting for motor error alarm, it was found that insulin pump was not exposed to magnetic field or MRI; drive support cap appeared normal and customer was able to complete rewind process. Alarm history showed a motor position encoder error alarm and more than one motor error alarm. Customer was advised that insulin pump would need to be replaced.